Event description:
It was reported to baxter (B)(4) that a flogard infusion pump would not turn on. This condition occurred in the emergency room. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The reported condition was confirmed during device evaluation. The root cause was determined to be due to a defective battery. The device was returned unrepaired.